Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized due to dehydration. Customer stated that it did not have anything to do with the pump. Customer stated that she was dehydrated and that it had nothing to do with the pump or how it was working. Customer stated that they had all of their questions answered at the hospital. Customer stated that the pump was working as designed and she did not need any further assistance. Customer's daughter reported in a previous call that the doctor told the customer that her pump was not working properly, but the customer's daughter told them that her mother was not using the pump properly. Customer was waiting to bolus an hour or two after she eats. Customer is also memorizing the carbs and entering it in even if she doesn't know how many carbs that she's eating.